Manufacturer narrative:
A ge service representative performed an onsite investigation. The device was evaluated and the sundance upgrade was performed, including replacement of several pcb assemblies and related components. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.